Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not implanted due to a product performance issue. Another device was successfully implanted. There were no additional adverse patient effects.